Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the audible alarm sound on the customer's pump was quieter than usual and difficult for the customer to hear. Tandem technical support confirmed the customer's pump volume was set to high and customer confirmed that pump was creating audible notifications and functioning as intended. Customer's blood glucose level was 169 mg/dl. Customer continued to use the pump for insulin therapy.